Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage at the implant procedure. Premature battery depletion was suspected. The device was not used, and has been returned to boston scientific for analysis.